Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a strabismus surgery on an unknown date and suture was used. Post-op, the patient experienced scleritis/scleral inflammation. The patient was treated with oral steroids and may have needed other immunosuppressants guided by rheumatologists. The surgeon opined a pro-inflammatory change in the suture that was used, especially can be triggered when there is underlying autoimmune condition. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, b3, b7, h6 additional information was was obtained: f, dob 1954 2022 et with diplopia as a child prism glasses for diplopia since her 30¿s et 25¿, et¿14¿ past neurosurgery: osteoma resection as a child sjogren¿s syndrome with dry eye (rx: plaquenil& punctalplugs) previous severe facial cellulitis following skin graft chronic sinusitis hypothyroid case 1 -course june 2022: rmr recess 4mm, rlr resect 4mm, adjusted 2h & tied off day 3 post-op: healing well, happy, orthophoric, no diplopia day 10 postop: attended ed: r orbital pain, b-scan: t-sign seen diagnosis: ? Sinusitis ? Posterior scleritis from sins related to sjogren¿s admits to self-ceasing her plaquenil for sjogren¿s rx: amoxicillin, nasal decongestants day 13: worsening right peri-orbital and orbital pain inferior conjunctival suture dehiscence, medial anterior scleral swelling and redness ac flare, cells ++ 6.3 x 3.3mm bare sclera 1 x 1.5mm area of scleral thinning case 1: treatment: phase 1 prednisolone 50 mgm/d on advice from ocular immunology (thought to be sins due to sjogren¿s) hourly ofloxacin, in case infective urgent scrape sent. Culture: pseudomonas aeruginosa oral steroids ceased immediately case 1: treatment phase 2: IV cefepime (on advice from infectious diseases): soon after switched to oral ciprofloxacin once sensitivities available, ofloxacin drops, tobramycin drops case1: treatment phase 3: phase 3 surgical debridement of infected sclera & subconjunctival ceftazidime wash medial rectus muscle & it¿s sutures all intact, not infected scleral biopsy : necrotising scleritis p. Aeruginosa was cultured progress rapid recovery following debridement continued oral cipro for three months total ocuflox weaned very slowly over two months now: the eye remains orthophoric, no diplopia & area of scleral thinning is no longer visible